Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump was functioned properly. No unexpected battery power loss alarm noted during testing. The pump was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm and insulin pump did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.